Event description:
Reporter alleged customer had high blood glucose symptoms; however, low glucose readings. It was stated during a routing doctor's visit, customer's meter read 135 mg/dl at 9:35 am compared to a lab result of 325 mg/dl performed at 11:45 am while customer was having high blood symptoms, type not provided. Customer stated 2 weeks later, had a reading of 150 mg/dl at 9:35 am and he felt shaky; however, treatment was delayed, but the ambulance was called. Reporter indicated the emergency medical system took customer to the emergency room (ER) where their device read in the 500s mg/dl, so customer was treated with insulin and admitted to the hospital for 4 days. A request was made for the return of the suspect device and replacement product was sent.